Event description:
The customer received a blood glucose reading of 568 mg/dl. She then took two more readings and the results were 150 and 130 mg/dl. The customer medicated based on the test results, but did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.